Event description:
The pt reported she is unable to communicate with her scs ipg using her charging system and pt programmer after not charging her scs system for approximately 3-4 months due to not needing to use system stimulation. The pt also reported her programmer displays a 2501 comm error when attempting to communicate with her scs ipg. Follow-up identified the pt received a replacement charging system which did not resolve the issue. Subsequently, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.